Event description:
It was reported that during equipment testing conducted at the user facility that the device was running hot. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during equipment testing conducted at the user facility that the device was running hot. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.